Manufacturer narrative:
Product event summary: two batteries were returned for evaluation. The hvad pump and controller were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that both devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. The reported low flow event was confirmed via log file analysis which revealed 10 low flow alarms logged since 05/16/2018. Analysis of the data log files revealed one premature power switching event due to momentary disconnection as well as momentary disconnections that did not lead to power switching involving battery bat583035 for the reported event date of 05/21/2018. Momentary disconnection will result in an audible tone or ¿beep¿. As a result, the reported ¿intermittent beeping¿ was confirmed. Log file analysis conducted for the additional allegations reported on 07/03/2018 revealed premature power switching events due to momentary disconnections involving batteries bat553862 and bat583035. As a result, the reported power switching event was confirmed. Log file analysis also revealed a controller power up event on 07/02/2018, at 14:46:34. The data point prior to the loss of power revealed that bat582490 was connected to power port one with 97% relative state of charge (rsoc) and bat553862 was connected to power port two with 48% rsoc. The data point recorded after the loss of power revealed that bat582490 was connected to power port and bat583118 was connected to power port two. The controller was without power for 7 seconds. As a result, the reported loss of power was confirmed. Based on risk documentation, multiple factors may have contributed to the reported low flow alarms including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and batteries. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and battery. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disc onnection on one power source. An internal investigation has been opened to evaluate the controller losing power and momentary disconnections and implement corrective actions as required. Additional products: battery, bat553862 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery, bat583035 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4)/ model #: 1650 / expiration date: 2018-04-30 UDI #: (B)(4). D10: yes, return date: 2018-07-12 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2017-04-30 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: battery /(B)(4)/ model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4). D10: yes, return date: 2018-07-12 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2017-07-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The site further reported that there were two additional batteries associated with the intermittent beeping. Moreover, the site noted that the patient momentarily loss power to their devices. The two batteries have been exchanged and the controller is still in use.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dvfb1d1 ICD, 6984m lead extender, 6707-15 adaptor; implanted on (B)(6) 2016; 693558-lead, 5867-3m end cap; implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard intermittent beeping. The device is still in use. No patient complications have been reported as a result of this event.